Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl), 456 mg/dl, 100-199 mg/dl and 300-399 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.